Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that the subject meter was reading inaccurately at 7:22 am on (B)(6) 2019, when she obtained alleged inaccurate blood glucose results of ¿154, 139, 136, 157, 125 and 116 mg/dl¿. The patient considered the readings high compared to her normal results of 85-110 mg/dl. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy). At the start of the alleged issue, the patient, who has gestational diabetes, did not take medications to manage her diabetes. She reported that she submitted emails of her high readings to her doctor and was advised to go to hospital. She reported that at the hospital, her blood sugar was tested and she was given IV insulin and started on insulin 6 times per day. She stated that for 11 days following high meter readings, she reduced her carbohydrate intake. She stated that on unspecified dates, she developed symptoms of ¿dizzy, nauseous, headache and lethargy¿. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining high readings on her meter, being commenced on insulin and reducing her carbohydrate content. The subject meter could not be ruled out as a cause or contributor to the event.